Event description:
During evaluation of a transfer set, it was noted that the occluder feet were broken. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h11l05085 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary:visual inspection found broken occluder feet and cracks in the light blue body. No signs of over-torquing were found. Leak testing and clear passage testing were performed with no issues. A clamp function test was performed and issues due to the broken occluder feet were noted. The problem was confirmed. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.